Manufacturer narrative:
Lot number is unknown; therefore, manufacture date can not be confirmed. Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: white powder. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme shipping conditions. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known because the lot number cannot be confirmed. The lot number was not provided and the product was not received in its original packaging. Gtin #: (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package.